Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and evaluated. A visual inspection determined that there was a slit at the edge of the cap. The visual inspection verified the reported event of damage. The cause of the damage could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found on the minicap. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.